Event description:
The manufacturer received information that a patient has been using a ds2adv auto CPAP device for about one year. The patient noted that the device recently began emitting a burning or plastic odor, which has progressively worsened. Initially, the patient suspected the humidifier was empty, but upon inspection, there was still water in the reservoir. The patient believes the device may be malfunctioning. Additionally, the patient has allergies and observed a correlation between allergy symptoms and the intensity of the odor. She has also started experiencing breathing difficulties and has consulted a physician. Despite normal bloodwork results and a lung examination, the patient¿s symptoms have persisted. The doctor prescribed medication intended to improve her respiratory condition, but no improvement has been noted. The patient was advised to contact the durable medical equipment (dme) provider for further assistance. She has expressed a loss of confidence in the ds2 platform and requested a replacement with the dreamstation 1 model. The device was returned for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A ds2adv auto CPAP device was returned to a third-party service center for investigation. During the device evaluation, the third-party service center conducted a visual inspection and identified damage to the heater plate, including burn marks on the coating. Additionally, one error was recorded in the error log. Contamination was also detected within the blower box. The customer requested the device to be scrapped. The manufacturer has updated section h in this report.

Manufacturer narrative:
The manufacturer previously received information that a patient has been using a ds2adv auto CPAP device for about one year. The patient noted that the device recently began emitting a burning or plastic odor, which had progressively worsened. Initially, the patient suspected the humidifier was empty, but upon inspection, there was still water in the reservoir. The patient believed the device may be malfunctioning. Additionally, the patient had allergies and observed a correlation between allergy symptoms and the intensity of the odor. She has also started experiencing breathing difficulties and has consulted a physician. Despite normal bloodwork results and a lung examination, the patient¿s symptoms have persisted. The doctor prescribed medication intended to improve her respiratory condition, but no improvement has been noted. The patient was advised to contact the durable medical equipment (dme) provider for further assistance. She has expressed a loss of confidence in the ds2 platform and requested a replacement with the dreamstation 1 model. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety. The manufacturer has updated section h in this report.